Event description:
The caller reported via phone call that the customer was priming the insulin pump and insulin was dripping out of the cannula but the screen did not have any numbers. The customer continued to hold the act button until there were numbers on the screen. Customer experienced a high blood glucose level of 350 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.